Event description:
It was reported that the reprocessor tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This complaint is related to patient identifier (B)(4).

Manufacturer narrative:
There is a risk management file, and there is no change in the risk management file. Therefore, it is judged that implementations of clinical/medical evaluation and risk assessment review is not required at this time.

Event description:
Correction to b5 of the initial report: it was reported that the water filter was not replaced according to the instruction manual.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information from the customer. B5: correction to b5 of the initial medwatch report; please see b5 for further information h6: correction to the initial medwatch report from "2303-microbial contamination of device" to "1091-device reprocessing problem." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the water filter was replaced within the specified time frame. Since the device malfunction was not confirmed, a definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state: oer-6 operation manual. 7.3 replacing the water filter (maj-2317): replace the water filter regularly, at least once every two months to prevent contamination of the rinse water. ·after replacing the water filter, be sure to disinfect the water supply pipes according to ¿7.4 disinfecting the water supply piping¿. Miscellaneous germs and staining that have entered the water supply pipes may grow inside the pipes and contaminate the equipment pipes. ·the water filter should be replaced at least once every two months. If the performance of the water filter deteriorates, it will no longer be able to remove miscellaneous germs from tap water properly, which may lead to contamination of the equipment pipes. 7.4 disinfecting the water supply piping: disinfection of water supply piping is required in the following cases. ·before using equipment for the first time (after installation of the water filter). ·immediately after replacement of the water filter. ·whenever bacteria in the water supply piping is identified. ·before using the equipment when it has not been used for more than 14 days. Olympus will continue to monitor field performance for this device.